Event description:
It was reported that during a supply change, the pump froze on the fill tubing screen, only allowing selection of ¿no,¿ which locked the device, or ¿yes,¿ after which the device remained inoperable, and the battery was near depletion. Symptoms included no reported clinical effects. Outcomes included no reported adverse health impact. Investigation included remote troubleshooting guidance to allow the device to power down with plans to resume setup after battery depletion. Investigation of this case revealed a screen responsiveness and user interface malfunction consistent with a hardware display or touchscreen control issue that prevented progression through the fill sequence. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.